Event description:
Philips received a complaint from the customer, reporting that the v60 experienced tidal volume inaccuracies and could not be adjusted. The device was in clinical use when the issue occurred and customer reports impact to patient and type of harm as "if the patient was not found in time after use, it may cause serious injury " there was no actual reports of harm or injury to patient or user. Additional information is being requested. Investigation is ongoing.

Manufacturer narrative:
E1: (B)(6) university.

Manufacturer narrative:
H10: during follow up with the key market, it was reported that there was no patient harm during the event. Insufficient information is available to determine the resolution of the event. The key market reported that the repair was completed by the hospital. No further details were provided regarding the resolution of the event. Manufacture could not determine how or if the issue was confirmed resolved by the customer. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.